Event description:
It was reported that the communicator had a burning smell. The communicator power cord was not hot to the touch. The patient advocate will be moving the communicator and will be connecting to a surge protector. The communicator is still in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.